Event description:
It was reported that during an unk procedure that when gripped the jaw, it moved over - not aligned correctly. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.